Manufacturer narrative:
Brand is unknown. Catalog number is unknown. UDI information is unknown. Operator of device is unknown. No information has been provided to date. Manufacturing site address is unknown. Premarket (510k) number is unknown. A device history record (DHR) review was conducted by the supplier site. A product sample was received for evaluation at the supplier site. Visual and functional testing were performed by the supplier this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a system error e1. No patient injury was reported.